Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2026. On (B)(6) 2026 the cgm reading was (B)(6), and the patient experienced a severe hypoglycemic event. The pump delivered more insulin than needed due to the inaccurate cgm values. The patient experienced loss of consciousness, foaming out of the mouth and were turning blue. An ambulance was called, and even though no fingerstick was reported from that time, the patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was (B)(6), and the patient was treated with 2 glucagon nasal sprays. After this, the patient received further treatment with fruit juice, sugar, and honey. The patient was discharged the day after the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b3: date of event - correction b5: describe event or problem - correction h2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2026. On 05/07/2026 the cgm reading was 19.8 mmol/l, and the patient experienced a severe hypoglycemic event. The pump delivered more insulin than needed due to the inaccurate cgm values. The patient experienced loss of consciousness, foaming out of the mouth and were turning blue. An ambulance was called, and even though no fingerstick was reported from that time, the patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was 1.5 mmol/l, and the patient was treated with 2 glucagon nasal sprays. After this, the patient received further treatment with fruit juice, sugar, and honey. The patient was discharged the day after the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect - clinical code - e2305 cyanosis. H6 health effect - clinical code - 4581 appropriate term / code not available.